Manufacturer narrative:
Additional information: sections d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the internal magnet was replaced. The recipient's wound healed. The recipient is wearing the device. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. The MRI was performed on (B)(6) 2024. The recipient experienced pain during the MRI. The magnet came out of the device housing and was upside down. A wound developed due to the recipient's continued use of the device and the recipient has since discontinue device use. The recipient device is functioning. A device repositioning surgery with magnet replacement will be scheduled.